Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020 in the morning as a replacement of a previous pacemaker, as well as a new right ventricular lead. No issue was observed during an interrogation performed on the same day in the afternoon. On (B)(6) 2020 in the morning, an elevation of the ventricular capture threshold was observed. In the afternoon, a warning was observed, stating that the device was in standby mode. A re-interrogation was performed with another programmer, and the same message was displayed. After re-initialization, the doctor observed that the ventricular lead was not correctly delivering pacing due to a dislodgment. A re-intervention was performed in the afternoon in order to reposition the lead and the doctor chose to replace the pacemaker during the same procedure. Preliminary analysis results showed that: the switch in standby mode was induced upon interrogation by the programmer, due to a wrong reading of the device memories on (B)(6) 2020. Expertise of the returned device did not reveal any anomaly. Patient files analysis confirmed the reported increase of the ventricular capture threshold. The most probable hypothesis to explain the reported behavior is a lead positioning issue, lead migration, lead micro dislodgement and/or the patient¿s physiology. No issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020 in the morning as a replacement of a previous pacemaker, as well as a new right ventricular lead. No issue was observed during an interrogation performed on the same day in the afternoon. On (B)(6) 2020 in the morning, an elevation of the ventricular capture threshold was observed. In the afternoon, a warning was observed, stating that the device was in standby mode. A re-interrogation was performed with another programmer, and the same message was displayed. After re-initialization, the doctor observed that the ventricular lead was not correctly delivering pacing due to a dislodgment. A re-intervention was performed in the afternoon in order to reposition the lead and the doctor chose to replace the pacemaker during the same procedure. Preliminary analysis results showed that: the switch in standby mode was induced upon interrogation by the programmer, due to a wrong reading of the device memories on (B)(6) 2020. Expertise of the returned device did not reveal any anomaly. Patient files analysis confirmed the reported increase of the ventricular capture threshold. The most probable hypothesis to explain the reported behavior is a lead positioning issue, lead migration, lead micro dislodgement and/or the patient¿s physiology. No issue is suspected on the subject pacemaker.